Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2008, for an incident of diabetic ketoacidosis. Per the reporter the patient's blood glucose meter began reading "high" and the patient had large ketones during the afternoon in 2001. She continued to hyperglycemic though the evening and next day. At 2:30 pm in 2002, she was brought to the hospital where upon admit her blood glucose was 686 mg/dl. She was diagnosed with diabetic ketoacidosis. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.